Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the family the patient is deceased and the implantable cardioverter defibrillator (ICD) "did not go off." The family requested a "reading of the ICD." A request for additional information was made and it was learned the cause of death was listed as cardiac arrest. No other information is known.